Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is deceased. Information obtained from a healthcare professional (hcp) states that the patient had passed while under hospital care and that the previously reported right ventricular (rv) lead event took place while the patient was admitted. Hcp indicated that it is unclear if the death was related to that event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered for the right ventricular (rv) lead. There was oversensing noted on recorded treated ventricular fibrillation (vf) episodes, there were high rate non-sustained episodes, non-sustained ventricular tachycardia episodes, and short v-v intervals. It was noted that the patient was in true vt/vf episode at the time of therapy. The rv lead remains in use. No patient complications have been reported as a result of this event.